Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced adhesions, bulge, nauseous, floor of the inguinal canal was mildly defective, mesh migration, and recurrence. Post-operative patient treatment included revision and removal surgery, repair of hernia with bard mesh.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a recurrent incarcerated inguinal hernia repair with mesh. He had revision surgery 7 days post-surgery. The patient experienced adhesions, mesh removal, and recurrence.